Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a device serial number, the manufacturing date cannot be determined.

Event description:
The cable was returned.

Event description:
It was reported that the external pulse generator (epg) cable was "broken." Of note, the plastic screw knob showed "physical breakage." The hospital had recently revised their cleaning/sterilization process and noted the cables were "breaking" following the sterilization process. The cable will be returned. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; heart wire connector case halves and wheel assemblies are broken and missing. Cable is twisted in multiple locations for the full length of it. Cable continuity tests ok. No intermittent connection found when cable is bent / manipulated. Connections were not shorting out between themselves.